Event description:
On 02/12/2007, nellcor received a report where it was claimed that the tube developed a leak in the pilot line during patient use. The caller is the patient and he claimed that one day earlier, the tube developed a leak in the pilot line, requiring a visit to the emergency room for a trach replacement. The caller reported that the tube had been in use since 2006.